Event description:
A malfunction on the pump was reported by the caller. The issue caused the customer's blood glucose level to exceed 500 mg/dl, with the value displayed as "high." To address the high blood glucose, the customer performed a correction injection via multiple daily injections (mdi). The customer did not require any third-party assistance. Tandem technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if any malfunction code recurs, which they acknowledged and understood.